Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the family member that the patient heart rate was lower then the programmed lower rate of the leadless implantable pulse generator (ipg). The llipg remains in use. No patient complications have been reported as a result of this event.